Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty grasping the leaflets. The reported clip caught on chordae and subsequent difficulty removing the device appear to be due to the troubleshooting maneuvers of the difficulty grasping. The reported poor image resolution appears to be related to patient morphology/pathology. The foreign body in patient appears to be related to procedural condition of the entrapment of device (clip caught on chordae) and foreign body in patient is listed in the instructions for use as known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment was result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report entrapment, foreign body, medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. It was noted enlarged atrium, visualization was difficult due to anatomical challenges, and patient had a patent foramen ovale (pfo). The clip delivery system (cds) was advanced to the mitral valve; however, the clip could not grasp both leaflets and was hanging [caught] onto the anterior leaflet. Therefore, the clip was inverted and retracted back, but the clip became stuck on the chordae. The clip could not be freed, and therefore the clip was deployed. The clip was deployed on the leaflets and on chordae. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.